Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to reposition the lead, as the physician assessed the lead placement was not optimal. During the revision procedure the physician experienced difficulty placing the lead into the head of the new 2x8 lead extension. The physician attempted to utilize a 55cm lead extension, but it would not accept the proximal end of the lead. The physician went back to the 2x8 lead extension and was able to connect successfully to the lead, however, there were high impedance measurements discovered on the lead extension. The device therapy was programmed around the high impedances.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension; upn: unk-m-db-3128-55; model: db-3128-55; serial: null; batch: null.